Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, confirmation from the physician , and additional patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, migration and capsular contracture, baker grade unknown.

Event description:
Patient reported left side pain, "slipped implants" and capsular contracture, baker grade unknown. Device has been explanted.